Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead exhibited high out of range impedance measurements and high threshold measurements through the pacing system analyzer. When the rv lead was attempted to be repositioned, the helix was stuck in the tissue. After a few attempts, the rv lead was successfully removed. It was noted the helix was distorted. As a result, a new rv lead was implanted. The physician suspected a perforation, but there was no evidence of a perforation on echo. No adverse patient effects were reported.